Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event involved a tego¿ connector which the customer reported to be leaking. The customer reported that the patient arrived to unit at approximately 0900. Upon assessment writer noted that the central venous catheters (cvc) line was leaking from the venous lumen (the outer gauze was saturated with dried blood). The clamp on the patient's cvc was not in good working condition. Additionally, the customer reported that the tego on the venous lumen side was leaking from the end. The customer changed tegos on both lumens and inspected the lumens for any cracks or holes with nothing noted. The customer stated that the inspected the patient lumens for a few minutes post dressing/tego change/clamp replacement and no new blood was noted leaking from the line. There was no unexpected or prolonged care, and this was the first time the issue was reported to have occurred. There was patient involvement, however, harm was not reported as a consequence of this event.